Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which showed after pump started and run for 2 minutes, low flow occurred that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complainant reported the patient was on impella cp for hemodynamic instability and severe biventricular dysfunction. While on support, pump started on auto, initially flowing at 3.3l. There was an immediate decrease to 1.1 l and the motor current dropped to 200s. The echocardiogram showed pump was in perfect position however was physician decided to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.